Manufacturer narrative:
(B) (4). The valve was patent and passed leakage as well as siphon, reflux, and preimplantation testing. However, the valve did not meet specifications for pressure flow characteristics due to crystalline debris observed within the valve. The instructions for use (IFU) that accompany the product caution that care must be taken to ensure that particulate contaminants are not introduced into shunt components during preimplantation testing or handling. Introduction of contaminants could result in improper performance of the shunt system. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of MFR.

Event description:
It was reported that the doctor started the pre-implantation test and it fell way below 7 cm on the manometer. The valve was set at 1.5. On (B) (6), 2010, it was reported that the doctor used the pre-implantation test according to the IFU and the valve fell below 6 cm h2o. There was no impact to the pt.